Event description:
It was reported that the subject device panel was frozen and there was no video signal. This issue occurred during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to a system failure in dp board (printed circuit board), the real time image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a system failure in dp board (printed circuit board), the real time image is not displayed which is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.